Manufacturer narrative:
The device was received for evaluation. Functional testing was performed and did not identify any issues related to the customer reported condition. The device was sent for flow accuracy testing, and the device passed. The event history log review was performed. An event occurrence date was not provided, however the last day of customer use revealed an infusion of sodium chloride 3% programmed at a rate of 125 ml/hr and a vtbi of 20 ml. After 11 minutes, the pump alarmed that the infusion was complete. The user cleared the vtbi given and ran the infusion again at the same parameters. The pump alarmed that the infusion was complete again after 11 minutes. No abnormalities that could cause or contribute to the reported problem were observed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had an issue: error: volume accuracy. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.